Event description:
Malfunction: card reader would not read treatment card. An ophthalmic technician reports that the card reader would not read the treatment card. This happens intermittently, but is getting progressively worse. There has been no pt harm or injury reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56. When add'l reportable info becomes available. (B) (4). (B) (4). (B) (4).